Event description:
It was reported that during an unknown procedure the gun was fired by user and led to the patient requiring a stoma rather than an end to end anastomosis, the surgeon was at the head end of the patient. The surgery required much longer than 30 minutes as they had to retrieve the anvil do a hand sewn anastomosis and then defunction with a stoma, no time specified. The gun was fired which stapled and did not cut.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). Date sent: 9/14/2023 d4: batch #431a92 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh33b device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 431a92, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2024. This event was also reported on manufacture report#3005075853-2024-01582. Those reports are attached. Should any further information be obtained regarding this event, all detail will be captured under this manufacturer report number, 3005075853-2023-04725.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. Additional information was requested, and the following was obtained: who fired the device? (B)(6). What were the indications for surgery? Don¿t know. What surgical procedure was performed? Low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Don¿t know. Were there any issues experienced with the device in the initial surgical procedure? Only the issue reported. What healthcare professional fired the device and what is his/her experience with the device? Don¿t know. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Don¿t know. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Don¿t know. Was the device difficult to fire? No more difficult than usual. Did the healthcare professional receive audible & tactile feedback when firing the device? Don¿t know. Were the donuts inspected? The gun didn¿t cut to create doughnuts, it only stapled if so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Don¿t know but the device has been returned. Were there any issues noted with staple formation at any point throughout the care of the patient? Don¿t know. If so, please describe the shape and location. What is the current status of the patient? Don¿t know. This is all the information I have received thus far, the lot#431a92 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.